Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide the lot number for the involved device. Trade name - (B)(4). Active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength = 275 ¿g/m.

Event description:
It was reported that a patient underwent a gyn procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that the needle broke while passing through subcutaneous tissue. The needle was located with fluoroscopy guidance and removed. Another like device was used to complete the procedure. No adverse patient consequences reported. Additional information was requested.